Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
As the physician was attempting to advance the optease filter through the delivery sheath, it became caught inside the sheath approximately 7 to 8 inches from the insertion site, and tore the sheath. The access site was femoral. It was indicated that the angle of the initial puncture may have been too steep, causing the sheath to bend severely upon insertion, which may have caused the reported difficulty. It was also noted that the account cut open the sheath manually and removed the stuck optease filter from it after removal of the sheath from the patient. Another brand of filter was successfully placed after the failed attempt at inserting an optease. There was no reported adverse effects to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.